Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. It was recommended that the epg be returned for service, but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly was broken. Analysis also noted that the lower case was damaged and the display wire insulation was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.